Event description:
"S/p bilateral subgl infra gels (prob surgitek; unknown size/type/MFR - no records) for augmentation. Has had no complaint of ref breasts until last 1 1/2 yrs when notes left is smaller and harder, no h/o trauma. Concerned re leakage, especially with right shoulder pain, severe and progressive. Despite ortho eval - no cause has been found. Denies am stiffness and otherwise only complaints of's are ha's related to left shoulder pain and fatigue. Pt is otherwise healthy."